Event description:
Stent was brittle and shed away. Additional info provided (B)(6) 2010: "the stent broke into several pieces during surgery - the plastic flange of the kit was brittle and the plastic broke into several pieces whilst inside the pt. The kit was within "use by" date and had been correctly stored and handheld. Appears to be a quality control issue (brittle plastic) that led to additional time spent in theatre to ensure that all broken pieces were removed. No pt harm occurred, as it broke during surgery. However, if it broke after surgery was completed, it could potentially have led to other serious complications and a return to hospital for additional surgery to remove the pieces." No pt harm occurred.

Manufacturer narrative:
Breakage is not labeled. Event evaluation: still under investigation.